Manufacturer narrative:
This device was discarded and will not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited undersensing and inhibition of pacing. This patient is pacemaker-dependent. There were no adverse patient effects reported. This crt-d remains in service. Additional information received indicates this crt-d was explanted and replaced, and a new right ventricular (rv) lead was implanted. No additional adverse patient effects were reported. Per the local area field representative, the explanted crt-d was discarded by the customer and therefore is not expected to be returned for analysis.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited undersensing and inhibition of pacing. This patient is pacemaker-dependent. There were no adverse patient effects reported. This crt-d remains in service.